Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.5 diopter was implanted as a replacement lens into the patient's left eye (os) on (B)(6) 2023, due to low vault without rotation. The problem was not resolved. Reportedly, "after implantation of 13.2mm crystals, the vault remained low and the doctor recommended observation.".

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: reportedly, "after a week of observation , the arch was still low, and finally this crystal cup was removed." Claim# (B)(4).